Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
(B)(4). G2: foreign country: new zealand. D10: cat#: 00801802814, lot#: 60847581 femoral head non-skirted 12/14 taper. Cat#: unk, lot#: unk, unknown liner. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 15 years post implantation of a total hip arthroplasty, the patient was revised due to loosening of the stem. The surgeon also exchanged the liner. No additional information available.